Event description:
During process of drilling, the tibial tunnel for an acl reconstruction, the 10mm arthrex flip cutter outer shaft broke and separated from the inner shaft. The broken end was retrieved from the joint space and all pieces were accounted for.